Manufacturer narrative:
At analysis it was noted that the lower part of the display had multiple lines missing but that the customer comment that the generator gave pulses not as requested was not able to be confirmed, and that one bail cover was broken. The generator was returned to the customer unrepaired. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator gave pulses not as requested and that it's lower screen was faulty. The generator was returned for service. No patient complications have been reported as a result of this event.